Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. It was reported that a patient arrived in intensive care unit (ICU) hemodynamically unstable with heart rate (hr) "in 30s" and systolic blood pressure (sbp) "in 70s." Multiple attempts made by bedside rn to run vasopressors (levophed and isoprul) through alaris pump but it continually alarmed "channel error and would not function." The event resulted in a delay in providing lifesaving and sustaining infusion to the patient in crisis. The customer stated that the device was investigated by their biomed. The report was not shared with bd.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.